Event description:
Fire dept personnel responded to a cardiac arrest call and found the pt to be cyanotic and unresponsive. The device was connected to the pt using combiation electrodes. The operators attempted to monitor the pt in paddles mode and observed a "flatline" trace on the monitor accompanied by wide artifact. The connections were checked and the electrodes were replaced and the device was observed to operate normally. The pt was determined to be asystolic and treatment was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.